Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the drain due to leaks and cracks and the sample and integrated multisensor technology (imt) probes. The cse replaced the server 3 probe mixers and the sample probe 1 drain due to a leak and corrosion. Calibration and quality controls were run, resulting within range. Patient samples were run in replicates of five and results correlated to the other instrument in the laboratory. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.